Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter hub was missing "1 or more grooves" and could not connect to the IV as a result, causing leakage. The following information was provided by the initial reporter: "the grooves inside the hub where it connects to the end of the IV were missing 1 or more grooves which did not allow proper connection and securement of the hub to the IV and caused leaking."

Manufacturer narrative:
H6: investigation summary: bd received a 22 gauge insyte autoguard unit from lot 0314410 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed one of the threads on the outside of the adapter was damaged. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that the observed damage was caused by a misalignment during the assembly process. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter hub was missing "1 or more grooves" and could not connect to the IV as a result, causing leakage. The following information was provided by the initial reporter: "the grooves inside the hub where it connects to the end of the IV were missing 1 or more grooves which did not allow proper connection and securement of the hub to the IV and caused leaking."